Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: a (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The consumer and manufacturer representative reported that since the patient got the device on (B)(6) 2015, they never had therapeutic effect. The patient had a sudden change in therapy or symptoms. The patient went back to their health care provider (hcp) 3 to 4 weeks prior to (B)(6) 2015 and the manufacturer representative was there. The manufacturer representative confirmed that they first met with the patient on (B)(6) 2015. They did an x-ray and the manufacturer representative said the wire had moved. It looked like the lead had moved a little from the implant x-ray. The manufacturer representative did some configuration on the device and told the patient to try it. The patient went through all 4 settings and had a discomfort, but not in the proper area. Programs 1 and 2 gave the patient pain in the buttocks and the cheek. Program 3 was between the cheeks. The patient had stimulation in the wrong location when trying programs 1, 2, and 3. The patient's family member talked to the manufacturer representative on (B)(6) 2015 and they suggested moving it to program 4 and try it for a week and call back if it didn't help. The patient thought program 4 would be okay, they felt stimulation in the groin area/bicycle seat area. Two to three days after switching to program 4, the patient started feeling discomfort and pain in the tailbone. On (B)(6) 2015 the discomfort was too much and the patient shut the therapy off and the pain went away. None of the programs provided therapeutic effect and the patient called the manufacturer representative again on (B)(6) 2015, but didn't hear back. The manufacturer representative saw the patient on (B)(6) 2015 and reprogrammed them around the 0 electrode, which appeared to be the only electrode in a viable position. If this didn't work, the plan would be to revise the lead. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.